Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was loose, the cutter could not be inserted into the device, the device was vibrating and the bearing and nose were defective. The device also failed pretest for vibration, cutter insertion and thimble set screw. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.